Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing resulting in elevated blood glucose (bg) levels ranging between 396-397 mg/dl. Manual injections were administered to correct bg. A supply change was performed to address the air bubbles.